Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on an open gastrectomy, the device was not able to be loaded, the jaws of the device would not close. They opened a new handle and cartridge to resolve the issue. There was no patient involvement.